Event description:
My daughter was post heart transplant. A day or so after the transplant, she had high blood pressure and headaches. It was instructed to half the dose of epinephrine she was receiving via IV drip. It was 0.01 per units / time and instead of lowering it to 0.005 it was raised to 0.05. In other words, her dose was accidentally raised 5x instead of lowered 2x, making it to be 10 times what it should have been. The issue was the decimal digit on the IV pump. Pt suffered - pain. When and how was error discovered: I, her father, noticed the issue after an hour of severe suffering, screaming, headaches by my daughter and blood pressure at 180+. Reporters recommendations: redesign the decimal points. Something about the user interface of these didn't work. Also, perhaps indicate the change from previous - did it increase, or reduce, the dosage? In this case, the opposite effect happened. Maybe audio cue after change to confirm. (B)(6).